Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Concomitant therapy: pelvilace to biourethral support system pelvicol acellular collagen matrix. The indication for implantation of transvaginal mesh in this patient was pelvic organ prolapse, stress urinary incontinence. Procedure: underwent anterior (using avaulta) and posterior (using pelvicol) repair, and placement of pelvilace to for pelvic organ prolapse, stress urinary incontinence. Complications post avaulta and pelvicol and pelvilace implant: infection, urinary problems, recurrence, bleeding, and dyspareunia, vaginal pain and vaginal discharge, and mesh exposure. Mesh (pelvilace to) revision surgery: (B)(6) 2013: underwent excision of vaginal mass for vaginal mesh exposure under general anesthesia.